Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A review of the device history record for lot 2272935 found no related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the additional product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of high metal ion levels, osteolysis, metallosis, and trunnion corrosion.